Event description:
The patient contacted lfs (B)(4) on (B)(6) 2012 alleging an error 2 message on her one touch ultra 2 meter. A medical surveillance specialist (mss) sent follow up questions; however, the customer care advocate (cca) was unsuccessful in getting a hold of the patient. The following is based on the initial call placed to lfs on (B)(6) 2012. The patient tests approximately 2-3 times a day and reportedly woke up on (B)(6) 2012 at 2:00 am with symptoms of heartburn and nervous stomach spasms. She attempted to test her blood glucose however, obtained an error 2 message. She then took a glucose pill and ate a biscuit and felt better. She did not seek any further medical attention or contact her physician for assistance. The night before the patient did not do anything unusual in terms of food intake or exercise. While troubleshooting it was noted that her test strips were in good condition, not expired and was stored properly. Customer service walked the patient through a test over the phone and the patient was able to obtain a blood glucose reading, which she felt was ok. The patient had obtained a result of 4.2 mmol/l before breakfast. The issue was resolved over the phone. At this time there is no evidence that the meter malfunctioned since the error 2 message was resolved over the phone. Although the symptoms are not suggestive of a serious injury, the complaint is being reported since the patient mentioned that because she was not able to test, she developed the symptoms and felt better after self-treatment of a glucose pill and food.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k053529.

Manufacturer narrative:
(B)(4), lifescan conducted testing with a retain lot of test strips involving this complaint. The retain test failed testing with blood samples. There was a low bias at 100 mg/dl.